Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a esophagogastroduodenoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, a biopsy specimen was retrieved from the duodenum. The biopsy specimen was noted to be larger than normal. However, there was no concern regarding the larger specimen and there was no medical intervention performed to treat the biopsy site. The procedure was completed with this radial jaw 4 biopsy forceps device. The following day the patient went out of town and experienced nausea along with vomiting and some bleeding. The patient went to a hospital in fort worth texas for her symptoms. While at the hospital it was discovered that there was a hematoma in the duodenum near the biopsy site. The patient was treated in the hospital for the hematoma and later released. The type of treatment provided for the hematoma is unknown. The patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.